Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the zb device was unrelated to the malfunction reported. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the zb device was unrelated to the malfunction reported. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). G2: report source chile. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the only screw connected to the inst box was broken. Because of this, there was a delay of 1 hour. Attempts have been made and additional information on the reported event is unavailable at this time.